Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) female patient who received super poligrip original denture adhesive cream (formulation number (B)(4)) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medications included "23 medications a day" (unknown). On an unknown date, the patient started super poligrip original denture adhesive cream (dental). At an unknown time after starting super poligrip original denture adhesive cream, the patient experienced anemia. This case was assessed as medically serious by gsk. Treatment with super poligrip original denture adhesive cream continued. At the time of reporting, the event was unresolved. Manufacturer's comment: the manufacturer's report number for this case is (B)(4). Super poligrip original denture adhesive cream is manufactured in (B)(4). The lot number for this product is available (x0907, consumer could not read the last character) and quality testing is pending. (B)(4).